Manufacturer narrative:
.

Event description:
It was reported that the patient's pump was replaced due to end of battery life at which time the hcp was unsure if there was a problem with the catheter connector as he was not getting real good flow, so it was replaced as well. No patient symptoms were reported.